Manufacturer narrative:
The integrated electrosurgical unit generator was returned for failure analysis and the reported failure could not be reproduced. The additional observation is unrelated to the reported problem; however, the unit started up with a 4-87 and a m-02-5 errors. For further investigation, the unit will be sent to the original equipment manufacturer (OEM).

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Based on the claim against the product by the customer noting faults on bovie (erbe), an investigation is in progress to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse found that the erbe screen was flickering and shutting down by itself. The fse replaced the erbe to correct the reported problem. The system was tested and verified as ready for use. Isi did not receive a da vinci product involved with this complaint to perform failure analysis. This complaint is considered a reportable malfunction event due to the following conclusion: it was alleged that the system had faults on the bovie (erbe) and the fse replaced the erbe to resolve the reported issue. While there was no harm or injury to the patient, system unavailability after start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a procedure change.

Event description:
It was reported that during a da vinci-assisted sigmoid colectomy surgical procedure, the system had faults on the bovie. When faults occurred, the bipolar and monopolar were not working. Prior to calling the customer was able to get the integrated electrosurgical unit (iesu/erbe) working by power cycling the erbe multiple times. The customer stated numerous errors occurred. The procedure was completed with no reported injury. An intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.